Event description:
It was reported that pump cartridges took longer than expected to rewind. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.